Manufacturer narrative:
Findings: unit passed rewind test, basic occlusion test and displacement test. Unit was unable to prime at 3.0 pounds during prime/a33 test due to faulty fsr(gold). No motor error or no delivery alarm noted. Motor passed motor test. Unit had cracked lcd window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 531 mg/dl. The customer stated that the drive support cap appears normal. The customer did not receive an e70 alarm. The customer had received more than 1 motor error within the last 30 days. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates.